Event description:
It was reported to boston scientific corporation that during a prolapse repair of the uterus using a capio suture capturing device (exact type unknown), after the physician dissected, he encountered difficulty with access. When the physician fired the capio device, the lead suture did not capture in the capio cage. As he removed the capio device and lead suture, he discovered that the tapercut needle from the suture had detached. It is unknown when the needle detached. The physician attempted to search for the needle visually, as well as by wiping the area with a swab, but he was unsuccessful in locating it, and the detached needle was presumed to be lost inside the patient. The physician completed the procedure with another unspecified suture with no further complications to the patient. The patient, who is over 18 years of age, was stable at the conclusion of the procedure. Reportedly, no x-rays or scans have been or will be taken, and there are no plans to try and retrieve the detached needle.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. Needle detachment.